Event description:
Customer reported grounding pad burns that required further medical intervention

Manufacturer narrative:
Nmt reported an event under 3008933393-2024-00011 on sept 6th. Nmt reviewed complaint and determined there was a second patient impacted under the 1 complaint from the end user. This submission is to account for the second patient. A DHR review was completed for the associated lot. No identified nonconformances for this lot number. With the limited information received, no further action is warranted.